Manufacturer narrative:
This file was raised from pmcf study to capture stent occlusion requiring replacement. Although medical advisor and pmcf study stated "¿the site noted the event as not related to the study stents;¿ this file was conservatively opened from a regulatory perspective. Device evaluation: chbso-8.5-18 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: as the lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all chbso-8.5-18 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: occlusion is a known risk associated with ercp as per the IFU (ifu0045): "those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the patients pre existing conditions of advanced hepatocellular carcinoma which according to the study MDR-2066, page 16- stent occlusion was caused by. It should also be noted that obstruction of the biliary duct is a known adverse event associated with ercp as per the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the study MDR-2066, 1900007, stent occlusion requiring replacement occurred. According to the study at 56 days post-procedure, the study stents became occluded and were replaced. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the patients pre existing conditions of advanced hepatocellular carcinoma which according to the study MDR-2066, page 16- stent occlusion was caused by. It should also be noted that obstruction of the biliary duct is a known adverse event associated with ercp as per the IFU. The complaint is confirmed based on customer and/or rep testimony.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 14-nov-2024.

Event description:
Procedure was in (B)(6) 2021. At 56 days post-procedure, the study stents became occluded and were replaced. Per the site, ¿patient with history of hepatocellular carcinoma having complicated problems with his portal system needs evaluation and replacement of bile duct stents.¿ the site noted the event as not related to the study stents; it is being reported because the occlusion was within the study stents. Patient outcome: data collection includes 3 months post-procedure. Two adverse events were reported during this time period: ae1 for occluded study stents and ae2 for biliary obstruction. Query response from site indicates they intend to delete ae1; both aes report the same event.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.